Event description:
Technician alleged that the left siderail will not stay up or lock in the up position. No pt impact.

Manufacturer narrative:
The technician found the bushing spacer fell off the siderail due to a missing siderail latch bolt. The technician replaced the siderail latch bolt and bushing to resolve the issue.